Event description:
Boston scientific received information that during this normal pacemaker replacement procedure, during cautery the patient went asystolic. The voltage was increased and changing magnet mode didn't help, however in dvi mode, the device paced at a rate of 32ppm. Technical services discussed this is highly irregular, however explained that the battery voltage, rate and amplitude are all affected when a device is beyond elective replacement time (ert). External pacing was then used for the duration of the procedure. Secondly, when the physician removed the atrial lead from the header, the terminal pin separated. A new atrial lead was successfully placed.

Manufacturer narrative:
The device has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the device noted a portion of the header was missing and holes were observed in three seal plugs. Body fluid contamination was also noted in both lead barrels. The atrial lead barrel was then tested using a model 4266 lead. Lead insertion was successful, however lead removal from the header was difficult. This device model physician's manual was then reviewed which indicates after elective replacement time (ert), this device will continue to operate in the programmed mode, but at some point during the post ert period, the rate interval will gradually increase as the battery voltage and the pulse amplitude continues to decrease. This will directly result in a decrease in the lower rate limit, as noted in the field allegation. Regarding use of electrocautery, this device manual also states electrocautery use could induce ventricular arrhythmias and/or fibrillation, and may cause asynchronous, inhibited or triggered pulse generator operation. The manual then provides recommendations for electrocautery use with respect to implanted devices. Laboratory analysis concluded the header damage was procedurally induced. The difficulty in lead removal was a result of body fluid contamination in the lead barrels. Electrically, this device functioned appropriately during analysis.